Manufacturer narrative:
Pr (B)(4)- supplemental MDR - stopper defective / damaged a total of fifty nine samples and three photos of 3 ml luer lok syringes (part number 309657) from batch 4171263 were received for evaluation. Fifty six syringes arrived in sealed packages with complete product information, while three were received loose with an unidentified red cap attached. All samples showed the stopper slightly askew within the barrel; however, testing confirmed that each unit met all applicable product specification limits. The photos provided also showed loose syringes with the same stopper condition, which is considered acceptable per product specifications. A device history record review was completed for material number 309657, lot 4171263. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly, and our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.l

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c stopper was defective / damaged. The following information was provided by the initial reporter: material #309657. Lot #4171263. Verbatim: rcc received a complaint via email: a 3 ml syringe was used for an infusion and a discrepancy was discovered with the plunger stopper part of the syringe. The product was pulled into the syringe and it was noticed that the plunger stopper was slanted at an angle and not on a flat position. We then inspected two other 3 ml syringes and they were slightly slanted as well. They all have the same lot number and expiration date. I have attached the coa for this lot number as pictures as well. Lot#: 4171263 expiration date: 2029-05-31.